Event description:
A facility reported that mayfield infinity xr2 skull clamp (a2114) was used in a posterior cervical fusion procedure and the pin slipped causing an abrasion to the patient's head. The lock did not stay engaged for the procedure. No surgical delay has been reported.

Manufacturer narrative:
The mayfield infinity xr2 skull clamp (a2114) was returned for evaluation: device history record (DHR) - the DHR was reviewed shows no abnormalities related to the reported failure. Failure analysis - the investigation shows that the unit has a loose index knob caused by the set screw being loose, the pawls are showing signs of wear and will need to be replaced, and the adult rocker arm and 80lb torque knob have a sticky residue that will require disassembly and cleaning. Since a patient injury was involved, the unit was sent to quality engineering (qe) for further investigation. Qe confirmed the findings of the service team and noted that the returned unit had a loose index knob and signs of wear. No additional device deficiencies were noted. To resolve the issue, all worn components will be replaced with new parts, and general maintenance and cleaning will be performed. Root cause - the complaint is confirmed via inspection of the unit. The index knob is loose, and it is recommended that the unit receive a preventive maintenance (pm) service. The probable root cause is routine use and wear of the unit. No further corrective action is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.